Event description:
It was reported that a small volume intermate had a black mark on the filter of the device. This malfunction was identified after the device was filled with saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 to july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.